Manufacturer narrative:
No further patient complications have been reported. A review of the manufacturing documentation and sterilization documentation for the device in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event. There is the possibility that clinical factors may have contributed to this event. At this time the cause of the infection is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. If additional information is received, it will be provided in a supplemental report. Device and packaging was discarded and not available for evaluation. Retained sample from same lot was evaluated for packaging defects. Corrected data: on 02/07/2019 - follow-up to correct manufacturer number on initial submission dated 03/22/2018. Operator of device - remove value of physician. Occupation - removed value of other: distributor. Event problem and evaluation codes - conclusion and method code removed; device and packaging were discarded and not available for evaluation

Event description:
Email notification was received from our distributor (B)(4) on nov. 30, 2018 indicating that a patient developed a post-surgical infection post the implant of an omnipore two-piece chin (op8322). The following information was received: the surgeon reported that they followed the protocol but even so could not mold the product which was extremely hard even warmed. After implantation, the prothesis got a space between it and the bone. After surgery, in the space between the prothesis and the bone, the patient began to have an inflammatory reaction, edema and pain. So then, the surgeon removed the implant and discarded it. Date of surgery: (B)(6) 2018. Patient´s name: (B)(6). Surgeon´s name: (B)(6). Product code: op8322. Lot: 9003070616.